Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Performed a visual inspection of the returned item and found it to exhibit signs of repeated use and have one of two detent bearings disassembled / missing. The components were not returned. Dimensional analysis of the products determined that the products, where measured, were conforming to print specifications. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Dimensional analysis of the products determined that the products, where measured, were conforming to print specifications. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. Verified item lot combination reviewed manufacturing date found this product to be covered by a previous product update. A field action was initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. This complaint can be confirmed based on the returned item with missing bearings. The root cause is considered to be a previously addressed design issue. No new corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the trials were returned missing bearings on a worn instrument claim form. All pieces have returned. No patient involvement.